Event description:
It was reported that the atrial lead exhibited noise, oversensing, and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found an insulation abrasion at 11.9 cm to 12.1cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction to another implantable device. This likely contributed to the reported electrical anomalies.